Event description:
A hospital lab reported the discrepancy of a blood glucose test. The device result was 63 mg/dl. About 1 1/2 hours later, another heelstick was 34 with a repeat of 33 md/dl. A lab back up result was 10 mg/dl. The pt was admitted and treated with an IV. Level 1 and level 2 controls were in range on the system. The device was offered to be replaced for evaluation and the site declined.